Event description:
The reporting facility noted leaking of the accudrain-(sp0214) at the tubing juncture distal to the transducer stopcock where the tubing meets the connector interface. The drain was placed on (B)(6) 2010. Additional clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.